Manufacturer narrative:
The meter involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging issues with her onetouch ultra meter testing in the memory mode and displaying an ¿error 2¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2013. The patient does not take medications to manage her diabetes and continued to follow her usual management routine. A few months after the start of the alleged issue, the patient claimed she felt symptoms of shaky and stressed. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The cca educated the patient on the correct testing procedure and walked her through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved with this complaint failed testing. The meter was found to have contamination on spc pin 1-3. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.